Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's relative reported right side "rupture" via ultrasound. Patient's relative additionally reported "form alteration and consistency.¿ device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported right side "rupture" via ultrasound. Patient's representative additionally reported "form alteration and consistency.¿ device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side "rupture" via ultrasound. Device remains implanted.

Event description:
Patient's relative reported right side "rupture" via ultrasound. Patient's relative additionally reported "form alteration and consistency.¿ patient's representative later reported pain, "recall," hematoma, and abscess. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, g2, h6.